Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that a stent damage occurred. Vascular access was obtained via femoral artery. The 3.0-3.5mm x 36mm de novo target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery with angulation bend of >45 and <90 degree. Following predilation, a 38 x 3.50mm taxus liberté long stent delivery system was selected to treat the lesion but unable to cross. The physician tried several times and they noticed that the "top of the stent had some breakage." The procedure was completed with a different device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device found that the hypotube was kinked at 4.5cm distal to the strain relief. An examination of the crimped stent identified that the first 5 rows from the distal end of the stent appeared to be compressed with some struts slightly misaligned. No other issues were noted with the device. No issues existed with the profile of the tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a stent damage occurred. Vascular access was obtained via femoral artery. The 3.0-3.5mm x 36mm de novo target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery with angulation bend of >45 and <90 degree. Following predilation, a 38 x 3.50mm taxus¿ liberté¿ long stent delivery system was selected to treat the lesion but unable to cross. The physician tried several times and they noticed that the "top of the stent had some breakage." The procedure was completed with a different device. No patient complications were reported and patient's status was stable.